Event description:
Patient called to report that a pill container that is supposed to have a child safety lock, doesn't have a child safety lock on them and they are defective. Patient child was able to get in pills due to the defective device. Patient has 2 defective containers at home. This report captures device-pill container #1. Pt: 4582. Device: 2588. Ref: mw5189505.